Manufacturer narrative:
The returned screw was examined visually under magnification. This found very little evidence of wear, primarily surrounding the locking thread and driver interfaces consistent with correct screw placement. Additional mdrs associated with this event: 3025141-2018-00163: plate, 3025141-2018-00177: screw 1, 3025141-2018-00178: screw 2, 3025141-2018-00179: screw 3, 3025141-2018-00181: screw 5, 3025141-2018-00182: screw 6, 3025141-2018-00184: screw 7, 3025141-2018-00185: screw 8.

Event description:
An aculoc 2 vdr plate was implanted on (B)(6) 2015. At some point postoperatively, the plate broke. Plate and screws have been explanted (in (B)(6) 2018 - exact date unknown).